Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry indicating: hemolyzing and thrombosing pump. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: abnormal pump parameters. Thrombus event: intravenous anticoagulation. Device malfunction: no. Device malfunction causative factor: no cause identified. Patient outcome: exchange.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged due to hemolysis. No further information was provided.

Manufacturer narrative:
Corrected information per the onset date in the user facility report received from the intermacs registry. (Reference medwatch follow-up 1.) The pump was returned to the manufacturer for evaluation. Examination of the disassembled pump¿s blood-contacting surfaces found red, tissue-like thrombus entering all three of the rotor vanes. The tissue showed no laminated layering, indicating that the thrombus did not form on the rotor. A small ring of tissue-like thrombus was observed around the inlet bearing. The ring was comprised of a single layer; however, the outer edge appeared torn, indicating the tissue may have initially been larger. The evaluation could not conclusively determine if the rotor thrombus originated from the inlet bearing. Examination of the outlet stator found a denatured, tissue-like thrombus around the outlet bearing. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. Each of the observed thrombi would have contributed to the reported hemolysis. The evaluation could not conclusively determine the origins of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months.the explanted device was returned for analysis. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.